Event description:
It was reported that this pacemaker exhibited high pacing threshold and oversensing of noise on the right ventricular (rv) channel. It was stated that lead revision was planned, however, the physician decided not to remove, revise, or replace any existing leads during the procedure. A new device was explanted and replaced instead. No additional adverse patient effects were reported.